Event description:
The customer contacted baxter's technical service center to report of air being pumped into the home patient (hp) on the homechoice machine; process step not specified. The hp refused to listen to what the baxter technical service representative (tsr) had to say. The tsr explained the alarm that had occurred. The hp continued to say that the machine was pumping air into him. The tsr would swap the machine at the hp's request. The tsr informed the hp to notify the registered nurse of the homechoice 10.4 software change. Therapy was discontinued prior to completion of two (2) full cycles. The hp was informed that missed therapy together with insulin or diabetes-related medication use may cause blood sugar to fall, and was advised to talk with his nurse or health care professional immediately after the end of this call. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The assignable cause for the reported difficulty air being pumped into the patient was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.